Manufacturer narrative:
The account found the left coiled cable was damaged which exposed bare wiring. Repairs have not been completed.

Event description:
The account alleged has a bed that the wrench light that is giving him 8 flashes and he is getting a heartbeat failure on the logic board.